Event description:
Rn was closing lid on a sharps container for disposal. When she pushed down to click the locks, plastic on lid broke on both sides. Resulted in laceration on thumb. Unsure if cut from plastic or disposed needle. Needlestick follow-up done.